Manufacturer narrative:
The device was returned to olympus and the evaluation found flooding in the main body, image capture unit, and cables, corrosion in scope mount, image distortion and blurred images. Based on the results of the investigation, it is likely that the following led to the malfunction: the investigation results did not lead to the identification of the cause of the occurrence. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited flooding in the main body, image capture unit, and cables, corrosion in scope mount, image distortion and blurred images. There was no patient involvement.